Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 144 mg/dl. Customer stated that she was having multiple problem, customer stated that her insulin pump screen is crack, the infusion set adhesive was not sticking, sensors was not connecting to the insulin pump and was getting weak signal. Nothing further was reported.